Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away. Based on a review of available patients record and a request for patient outcome, there were no device issues at the time the patient was lost to follow up. The outcome was not considered as lvad or therapy related. Autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion:a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation.it was reported that the patient expired. The cause of death was not provided, and whether the patient¿s outcome was considered to be device or therapy related was not provided by the customer. An autopsy was not performed, and the device was not explanted for evaluation. It was communicated that due to patient privacy laws, the managing hospital will not communicate any further patient outcome information.the relevant sections of the device history record for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications.the current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas ifurev. B is currently available.section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.